Event description:
It was reported that the right ventricular (rv) lead impedance trend showed rising measurements since (B)(6) 2014 and now the impedance was high. The thresholds had also risen. A fracture was suspected but during the replacement procedure could not be confirmed using fluoroscopy. It was noted that after the lead was disconnected from the device, lead testing confirmed the increased impedance and showed intermittent loss of pacing function with movement of the lead in the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).